Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker underwent a coronary artery bypass graft (CABG) surgery. During the procedure, signal artifact monitor (sam) episodes were observed due to electromagnetic interference (emi) noise on the right atrial (ra) and right ventricular (rv) channels. The noise was oversensed, resulting in pacing inhibition with possible pauses of greater than two seconds. One of the sam episodes during the procedure showed rv pacing impedances of greater than 3000 ohms. The recent stored events showed all measurements were within normal range and the presenting electrogram (egm) showed the device was operating as programmed. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.